Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fine needle aspiration of their seroma", "possible bia alcl".

Event description:
Patient reported for left side "unusual breast symptoms for some time now, swelling", "patient was referred to the breast clinic and after ruling out other causes, the doctors think it may possibly be bia alcl. Patient has now had a fine needle aspiration of their seroma." Patient additionally reported being "extremely anxious about this." Pathology noted that "on immunostaining, these cells are positive for cd30 and negative four cd68 (histiocytic) and cytokeratin ae1/3 marker. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device remains implanted.

Manufacturer narrative:
Other healthcare professional who could provide information: dr.(B)(6).

Event description:
Healthcare professional further reported that "the patient had bilateral allergen implants performed privately for cosmetic augmentation. Presented with a 2 month history of pain and swelling affecting the left breast. Ultrasound confirmed a peri implant seroma and cytology confirmed bia alcl. The patient is being staged with a pet-CT and has been referred to a tertiary center for explantation and capsulectomy."

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl-suspected: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Yellow particles were observed on the shell.

Event description:
Pathological markers cd30+ and alk- have been confirmed.

Event description:
Physician reported treatment as implant removal with en bloc total capsulectomy, mastopexy, chemotherapy, and radiotherapy.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2022. Other healthcare professional who could provide information: (B)(6).